Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8598a (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2024. Brand name; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a family member regarding a patient receiving unknown baclofen (2000mcg/ml at 308mcg/ml) via an implantable pump. The indications for use was unknown. It was reported that the patient's husband said they noticed increased spasticity approximately one year ago. The husband stated that they believed over time the catheter had worked its way out of the intrathecal space. A CT scan was performed and the catheter had pulled out. The catheter was replaced. The issue was resolved at the time of the report.